Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in bahrain. On (B)(6) 2024, the patient reported that the 1-infusion set cannula was bent. The site of insertion is thigh. The blood glucose level is high but at the time of incident it is 24 milli mole. The length of time at the infusion set was 1 day and bent cannula is occurred on 3 day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.